Manufacturer narrative:
Pending engineering evaluation.

Event description:
The surgeon broached to a 13mm. Intra-operative x-rays showed a mid-shaft fracture of the femur. The fracture was fixed intra-operatively.

Manufacturer narrative:
Engineering evaluation noted that the intra-operative femur fracture reported was likely the result of progressively broaching while preparing the femur for the femoral stem, which overstressed the femur and led to the fracture.

Event description:
The surgeon broached to a 13mm. Intra-operative x-rays showed a mid-shaft fracture of the femur. The fracture was fixed intra-operatively.